Event description:
Wishard medic crew #2 responded to run 1302 graham. 85/w/f in cardiac arrest. Patient was hooked up to life pak #10, patient was showing an agonal rhythm so patient was paced and given the proper drugs for the rhythm. After the run was over, a code summary was done and the summary was entirely different than what was shown on patient.device not labeled for single use. Patient medical status prior to event: critical condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.